Event description:
They tested back to back on the device within 10 minutes with the following results: lo, lo, and 317mg/dl. Caller based insulin on 317 mg/dl result as he reports having high blood glucose symptoms. No adverse event reported. No med treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.